Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a genital prolapse repair procedure performed on an unknown date. According to the complainant, during the procedure, the needle detached and was left inside the patient. Another uphold lite with capio slim was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite with capio slim revealed that the condition of the distal end of the suture is consistent with the needle detaching from the suture indicating that the suture may not have been crimped properly. The needle was not returned. Analysis revealed no damage to the capio slim suture capturing device. This was likely due to a supplier manufacturing issue. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database found no similar complaints.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a genital prolapse repair procedure performed on an unknown date.. According to the complainant, during the procedure, the needle detached and was left inside the patient. Another uphold lite with capio slim was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4).